Manufacturer narrative:
The device was returned to olympus for evaluation. Additional findings: dust on the inside of the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center experienced b30 (communication error). The issue occurred during preparation for use in a diagnostic upper gastrointestinal endoscopic procedure. There was no delay. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: as result of confirming contents of instruction manual (cv-190 chapter 8 reprocessing, storage, disposal, and transportation) at the time of shipment regarding dusts inside the unit, there is following description. Therefore, indicated phenomenon may be prevented. If patient debris directly or indirectly adheres to this instrument, disinfection has to be performed within 1 hour after the patient procedure. Patient debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Olympus will continue to monitor field performance for this device.